Event description:
The pt had a mitral valve repair in 2004 and this valve was implanted in 2009. The valve was explanted due to mitral stenosis approx two years postoperatively via a right anterior thoracotomy. During the explant procedure, it appeared as if there was a finger-like substance growing up from the papillary muscle and protruding into the cusps. Two of the cusps also appeared to be fused together. The valve was replaced with a valve from another MFR.